Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. No product returning and customer retaining the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported on (B)(6) 2020, when a new va handset was put together the double drill guide was found to be bent in the package. It is unknown where the issue was discovered. It is unknown if there was patient involvement. This complaint involves one (1) device.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when a new variable angle (va) hand set was put together the double drill guide was found to be bent in the package. It is unknown where the issue was discovered. It is unknown if there was patient involvement. This report is for 1 2.0/1.5mm double drill sleeve for 2.0mm cortex screws/blue. This is report 1 of 1 for (B)(4).